Manufacturer narrative:
He device was returned and evaluated. The evaluation result is as follows: one device was received and evaluated for the complaint regarding the device fell off event. Device #049938-a received and inspected; due to the adhesive foam pad used condition, the original adhesion properties could not be verified. The complaint about this device could not be confirmed.

Event description:
The patient reported that the v-go fell off.